Event description:
It was reported that while testing for sars cov-2 with bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained. Repeat testing performed and the result was negative. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: (patient 2 of 2) discrepant results for bd sars n1/n2 sample#2 patient sample initial: run 710-a5, n1 positive repeat: run 712-b10, negative.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "correlation/repro/discrepant". Customer reported they are receiving discrepant results on bd-sars-cov-2. Customer performed environmental monitoring and decontamination of the instrument. Em results were satisfactory, but customer noticed a brown residue on the rack. Field service was dispatched. Field service performed a health. Field service retrieved the log file. Customer continued to clean and decontaminate the instrument. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 19feb2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(4) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode.

Event description:
It was reported that while testing for sars cov-2 with bd max¿ system, bd max¿ instrument a false positive result was obtained. Repeat testing performed and the result was negative. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: (patient 2 of 2) discrepant results for bd sars n1/n2. Sample#2 - patient sample: - initial: run 710-a5, n1 positive. - repeat: run 712-b10, negative.

Manufacturer narrative:
The following fields have been updated with corrected information: it was reported that while testing for sars cov-2 with bd max¿ system, bd max¿ instrument a false positive result was obtained. Repeat testing performed and the result was negative. There was no report of patient impact. D.1. Medical device brand name: bd max¿ system, bd max¿ instrument. D.1 medical device type: ooi. D.2. Common device name: instrumentation for clinical multiplex test systems. D.4 medical device catalog #: 441916. D.4. Medical device lot #: d.4. Medical device serial #: (B)(6). D.4. Medical device expiration date: d.4. Unique identifier (UDI) #: (B)(4). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g.5. PMA / 510(k)#: k111860 and k130470. H.4. Device manufacture date: 2019-11-11.

Event description:
It was reported that while testing for sars cov-2 with bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained. Repeat testing performed and the result was negative. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: (patient 2 of 2) discrepant results for bd sars n1/n2 sample#2 patient sample, initial: run 710-a5, n1 positive, repeat: run 712-b10, negative.

Manufacturer narrative:
Eua# (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.